Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The mitraclip xtr is being filed under a separate medwatch report.

Event description:
This is filed to report leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtr was advanced, however, after deployment, the clip opened to approximately 40 to 60 degrees. The clip remained on both leaflets. A mitraclip ntr advanced to the mitral valve. Leaflet grasping attempt caused a tear in the anterior leaflet. The clip was not implanted and the device was removed. Another mitraclip xtr was implanted to stabilize the first clip and the leaflet tear, successfully reducing mr to 2-3. There was no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed medwatch report, the following information was received: mitraclip xtr (90320u103) was deployed at a2/p2, leaflet insertion was achieved and adequate reduction in mr was observed. However, during clip delivery system (cds) removal, when the handle was pulled back, the clip was noted to have opened/settled after deployment to approximately 10 degrees. Troubleshooting attempts were not performed as this occurred after the delivery catheter (dc) was fully detached from the clip. It is unclear if this occurred prior to or after gripper line removal. A mitraclip ntr (90402u113) was implanted to stabilized the mitraclip xtr. However, during insertion, the clip deflected laterally. Grasping was attempted, however the clip got entangled in the chordae. Troubleshooting attempts were done to free the clip from the chords, however upon freeing, the anterior leaflet tore. No additional information was provided.

Manufacturer narrative:
Device codes: 3026 labeled 1528 labeled. Internal file number - (B)(4). Correction: device code 2993 was removed. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify similar incidents from this lot. All available information was investigated and a definitive cause for the reported difficulty positioning the device could not be determined. However, the reported difficult to remove the device resulting in chordal interaction was due to user technique/procedural circumstances. The reported patient effects of and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, are a known possible complication associated with mitraclip procedures. Tissue damage appears to be related to procedural conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.